Event description:
The pt reported he has developed a "red, raw irritation" under the tape collar of the device. The irritated area has persisted for approximately one month. The pt has used this brand/model of device for approximately three years. No further info was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura moldable durahesive skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible collar & mold-to-fit opening.